Manufacturer narrative:
Date of event: the event date is an approximation. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
An abbott employee reported on behalf of a consumer false positive results with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer had 4-5 instances throughout the pandemic where the abbott binaxnow covid-19 antigen self-test has given clear positive results, but she is negative by pcr test. The date of events was unknown. This MFR. Report addresses test five (5) of five (5) tests. No additional patient information, including treatment and outcome, was provided.

Event description:
An abbott employee reported on behalf of a consumer false positive results with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer had 4-5 instances throughout the pandemic where the abbott binaxnow covid-19 antigen self-test has given clear positive results, but she is negative by pcr test. The date of events was unknown. This MFR. Report addresses test five (5) of five (5) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.